Manufacturer narrative:
The actual device was received for evaluation. A visual inspection performed using the naked eye showed no evidence of fluid coming out at the distal end of the white flow restrictor. Force prime was performed several times to revive flow, but flow of fluid was not observed coming out at the distal end of the flow restrictor. Examination of the flow restrictor revealed the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the white flow restrictor. The reported underinfusion was not verified; however no flow was verified. The cause of the air bubbles was not determined; however the probable cause may be due to improper filling technique during the filling step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified day of (B)(6) 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 2310mg fluorouracil and diluent glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.